Event description:
The customer reported that the provue dilution cup started overflowing. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the waste bottle fittings, wash station and valves. The fe primed the system several times. The fe checked the functional operation of the provue. The customer ran and accepted qc. Service did resolve problem. Instrument operating as expected. (B)(4).